Event description:
The customer reported being hospitalized due to high blood glucose of 600mg/dl. The customer was in a vehicular accident. The customer also reported having a stomach virus and sinusitis which have caused her high blood glucose. The customer was experiencing high glucose for (B)(6) and was treated with manual injections. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime and high pressure test and the insulin pump passed the test. The customer stated that she noticed the cannulas were bent while changing the sites at home and at the hospital. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.